Event description:
Customer stated that she was hospitalized due to high blood glucose. The paramedics were called to due to the blood glucose reading of over 500 mg/dl. Customer felt anxious, hot and rapid heart beats. Customer stated that the insulin pump was not delivering insulin. Diagnosed diabetic ketoacidosis and back problems. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.